Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator (ICD) went into back up mode. It was also noted that high voltage therapies were disabled. The firmware was installed on the device resolving the issue. Patient condition was stable.